Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns pt was experiencing breakthrough seizures "off and on in the past" and had been diagnosed with sleep apnea. All attempts to the reporter for further info have been unsuccessful to date.